Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, there were episodes of non-sustained right ventricular oversensing (nsrvo) noted on the device. Technical support was contacted and suggested the nsrvo episodes were due to myopotential oversensing. Device reprogramming is anticipated to resolve the event and the patient was stable with no consequences.